Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented with shortness of breath. The patient had received inappropriate antitachycardia pacing therapy for what appeared to be lead noise causing an incorrect diagnosis of ventricular fibrillation. The system was explanted and replaced without complications. The patient condition was stable after the procedure.